Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer went to site and replaced the mvs power board, ups, and mvs power cord on 12/23/2015 as those parts were shipped to site on 12/22/2015. The parts were shipped back to manufacturer and analyzed: the analysis of the pcba mvs power board assembly confirmed the reported problem "board fuses blew twice in a row. Prevented mvs from powering on." Mvs power board was presented with open f11. F9, f10, and f12 good. Failure mechanism: blown fuse(s). The analysis of the mvs power cord confirmed reported problem "ac cable plug has bent pins and cord is disfigured" ac cable has bent pins on ac plug, also a spiral type twist appears in the cable itself. Failure mechanism: connector-damaged, pin bent or missing. The analysis of the ups power supply confirmed reported problem "battery back up time short" ups failed 5 min load test in 3 min 7 sec. Failure mechanism: battery won't hold charge. The imaging system was tested after parts were replaced, and a checkout was performed. Everything passed and system was put back into service. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mvs will not boot. It was noted that the line power light was not on and no noise was coming from the system. There was no patient present when this issue was identified.